Event description:
There were three endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure; two in the rca and one in the prox lcx. It is reported that the patient suffered a myocardial infraction approximately 16 months post index procedure. Patient presented with hip fracture and underwent surgery, during post op patient has a non q wave mi. Craterization showed thrombus in distal stent of the svg to rca. Thrombectomy and cutting balloon of the rca for in-stent restenosis was carried out. It is reported that the patient recovered with treatment. Investigator has indicated that the event was possibly related to the study device. At 30 day, 3 month and 6 month follow up's patients worst angina status was reported (B)(4). At the 9 month follow up patients worst angina status was reported (B)(4). (Reference MFR#'s 9612164-2012-00312, 9612164-2012-00313 and 9612164-2012-00314).

Manufacturer narrative:
Evaluation results (B)(4) inherent risk of procedure (myocardial infraction, stent thrombosis and restenosis). (B)(4) .